Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Pt states she thinks her unit flipped 3 years ago and has been flipping around a lot the past 2 weeks and hurts at times because its poking out at skin. Pt states when its sideways can feel the components. Pt states this started on its own. Pt states shes spoken to her hcp about this and prescribed ointment to relieve pain. Agent directed to hcp.